Manufacturer narrative:
With the currently available info, it is unk whether the device may have caused or contributed to the alleged event. Based on the allegation the pt developed an incisional hernia at the site of her appendix repair and during repair of the hernia the bard flat mesh was explanted. A lot number has not been provided; therefore ,a review of the mfg records could not be conducted. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt. The pt alleges that on (B)(6) 1993, she was implanted with a bard flat mesh during a ruptured appendix repair. She alleges that eleven years later, she developed a painful bulge at the repair site and on (B)(6) 2005 she underwent repair of an incisional hernia. The pt alleges that during this procedure, the bard flat mesh was explanted and she was implanted with a bard kugel patch.